Manufacturer narrative:
Per tandem's t:slim g4 pump user guide: the t:slim g4 insulin pump is intended for the subcutaneous delivery of insulin. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. There was no impact to the customer's blood glucose level as the customer was not using the pump to infuse insulin. The customer was using the pump to infuse medication (hydrocortisone). Reportedly, the customer had manual injections as alternate insulin therapy.